Event description:
Patient reported elevated blood glucose of 435 mg/dl. Her target blood glucose level is 100 mg/dl. Patient indicated that she felt symptoms of thirst and sluggishness. She indicated that her infusion set tubing completely separated from the luer lock connection. Patient stated that she changed the infusion set and administered a bolus to address this issue. She reported that the infusion set had been in use for 4 days prior to the incident. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.